Event description:
It was reported that during central processing, the force bipolar had tip damaged in washer. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer did not answer the questions but stated that instrument was damaged in spd. There were no fragments fell during procedure and one tip was snapped off making the instrument no longer usable.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip at the midpoint of grip. The broken grip was not returned. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. Additional observation related to customer reported complaint: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The probable root cause is attributed to damage through external collisions, during use, or during reprocessing.